Event description:
It was reported that the patient experienced syncope. The lead exhibited loss of capture. During the attempt to reposition the lead, high thresholds were noted. The physician decided to explant and replace the lead. .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.